Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. The customer was using auto mode on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube, corroded motor home switch, scratched case, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The p-cap does lock properly. (B)(4).